Event description:
The user facility reported that their reliance 333 washer was leaking water. No report of injury.

Manufacturer narrative:
A steris service technician inspected the washer and found that the plastic "t" fitting on the washer's water supply line required replacement. The technician repaired the washer and returned the unit to service. No additional issues have been reported. The washer was installed in 2003 and is under steris service contract.